Event description:
It was initially reported that the patient requested to have a generator replacement do to irregular current stimulation and protrusion of the generator in the chest. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator will not be returned to the manufacturer for evaluation as the patient requested to keep the generator.